Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg replacement due to physician&#38112;preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.